Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900agu neopuff infant resuscitator was broken. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900agu neopuff infant resuscitator was returned to fph service centre in (B)(4) for repair. Our analysis is based on the service report provided by the service centre, and on the additional information received from the healthcare facility. Results: a visual inspection of the returned neopuff unit revealed that the gas outlet port was broken, confirming the reported fault. The healthcare facility further reported that the unit had been dropped. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff unit was returned to the healthcare facility after the fascia and valve system were replaced by fph service centre in (B)(4).